Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that a sensor did not work, and that after removing it he found the cannula was missing. The customer's blood glucose reading was unknown. The customer also reported a cal error alert. The customer's sensor was not replaced or returned for analysis.